Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when calibrating the navio handpiece during a navio assisted tka surgery, there were several error messages stating ¿cannot recognize handpiece". After trouble shooting, the handpiece was calibrated. The case continued through planning, made anterior femoral burr holes, tried to advance to make the tibial burr holes and the navio froze. When returning to the planning screen, the button were greyed out and could not click on them. After rebooting the navio, the handpiece could not be calibrated. Procedure was resumed, after a non-significant delay, by changing to manual procedure. No patient complications reported.

Manufacturer narrative:
H3, h6: the navio surgical system us, part number npfs02000, serial number (B)(6) intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. The navio surgical technique guide for knee arthroplasty (500197 rev c) provides guidelines for recovering to a fully manual procedure in the ¿recovery procedure guidelines¿ the failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with console software bug. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.